Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the lead tip measuring 44.5cm was returned for analysis. The portion of the lead that was returned was normal. Without the return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that loss of capture due to dislodgement was observed. Lead was explanted and replaced. Patient condition was good after the event.